Manufacturer narrative:
The provided alarm trace information showed abnormal probe aspiration alarms. Calibration data showed some degree of calibration failures. Quality control data showed some values outside of range. The analyzer was checked. Preventive maintenance was performed and the sample probe was replaced. The customer confirmed they had no further issues. The investigation determined the issue is consistent with sample carryover. The issue was resolved after maintenance and probe replacement. Medwatch fields d1, d2, d4, g1, and g4 have been updated.

Manufacturer narrative:
The analyzer serial number is (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable albt2 tina-quant albumin gen.2 results for 1 patient urine sample on a cobas 6000 c501 module. The initial albt2 result was 152.5 mg/l. The sample was repeated and the result was 6.4 mg/l.